Event description:
This stent was successfully placed in unk lesion. When balloon was placed for post-dilation, the md felt that the stent appeared longer than expected when compared to balloon size. There was no injury to the pt.